Manufacturer narrative:
H6: medical device problem code a160105 replaced by a070908 to better represent the reported problem. Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, a downstream occlusion alarm did not occur when expected and occlusion was present was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion alarm that did not occur when expected and occlusion was present. This occurred during therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.